Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) patient had a skin irritation. The patient reported that he had an irritation under the back therapy electrodes. The patient's skin was reportedly red and itchy. The patient's physician advised the patient could remove the lifevest at night due to the itchiness. Follow-up indicated that the itchiness was still present.